Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Ei: initial reporter phone: (B)(6). Device evaluated by MFR: the filterwire was returned for analysis. The wire returned inside the delivery sheath and the filter bag came back in deployed state. The retrieval sheath was returned. No damages were observed in the sections returned. Sheathing/unsheathing test was performed, and the filter bag can be retracted/deployed by normal way.

Event description:
It was reported that device removal difficulty occurred. The target lesion was located in the origin of left internal carotid artery. A 300 cm filterwire was selected for use. The device was prepared to be delivered with a non-bsc guiding catheter and the tip of the device was put into heparin water for retrieval. During the retrieval, a significant resistance was noted preventing the device to be removed. After applying slight force, the system was successfully retrieved however could not be advanced again and it was found that the delivery sheath was damaged and could not be used. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that device removal difficulty occurred. The target lesion was located in the origin of left internal carotid artery. A 300 cm filterwire was selected for use. The device was prepared to be delivered with a non-bsc guiding catheter and the tip of the device was put into heparin water for retrieval. During the retrieval, a significant resistance was noted preventing the device to be removed. After applying slight force, the system was successfully retrieved however could not be advanced again and it was found that the delivery sheath was damaged and could not be used. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
H6 device codes: corrected. E1: initial reporter facility name: (B)(6). Ei: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Ei: initial reporter phone: (B)(6).

Event description:
It was reported that device removal difficulty occurred. The target lesion was located in the origin of left internal carotid artery. A 300 cm filterwire was selected for use. The device was prepared to be delivered with a non-bsc guiding catheter and the tip of the device was put into heparin water for retrieval. During the retrieval, a significant resistance was noted preventing the device to be removed. After applying slight force, the system was successfully retrieved however could not be advanced again and it was found that the delivery sheath was damaged and could not be used. The procedure was completed with another of the same device. There were no patient complications as a result of this event.